Manufacturer narrative:
Recall report pulled (B)(6) 2025 shows that (B)(4) devices were invoiced and shipped. The device utilization reports database identified (B)(4) other devices as implanted. Complaint log reviewed did not identify any other complaints associated with the given lot number. Device history record review memo completed by cook stated: a review of the device lot history record indicated the device was manufactured to specifications. The non-conformances would not likely have contributed to the occurrence. The lot produced 50 devices. According to the device lot history record, all devices released for distribution met the final inspection specification requirements and sterilization requirements. At this time, there is no indication this is a lot wide issue.

Event description:
On (B)(6) 2024, patient underwent a carpal tunnel revision with axoguard ha+ nerve protector. This was patient's second surgery at carpal tunnel site. Surgeon noted the median nerve was adherent to transverse carpal ligament, some adherence to flexor tendons, and tenosynovitis. Surgeon dissected scar tissue around the nerve and tenosynovium, trimmed the 3x6 wrap to 3x5, wrapped nerve with ha+ with no sutures, irrigated, and closed skin with 4-0 nylon (single layer closure). On an unknown date over a year after the initial surgery, patient developed a lump at midportion of the surgical site. On (B)(6) 2025, patient went back into surgery for a suspected ganglion cyst with new surgeon. No cyst was found. Surgeon noted nerve looked good, found unusual tissue adhered to the median nerve that looked like possible remnants of the ha+. Also notably, found thickness of tenosynovium. Pathology report showed a combination of benign soft tissue and palisaded histiocytic inflammation with necrobiosis. Tissue was scraped out by surgeon at this time. On (B)(6) 2025 patient had a post-op follow up with nursing staff. Nurse noted patient is recovering well, taking tylenol and ibuprofen for post-op pain, and has good range of motion. No further comments. Surgeon causality was unknown. Pathology findings are most consistent with a foreign body-type reaction at the prior implant site.